Manufacturer narrative:
Blocks d4 (lot number and expiration date) and h4 have been updated with additional information received on may 06, 2021. Block e1: initial reporter's facility name: (B)(6). Block h6: medical device problem code a27 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: an ultraflex tracheobronchial covered distal release stent and delivery system were returned for analysis. The stent was received partially deployed. Visual inspection was performed and it was found that the tip of the device was mechanically cut. The shaft was damaged. Functional evaluation revealed that it was possible to deploy the stent with no resistance by holding the handle hub in the palm of one hand, grasping and retracting the finger ring with the other hand. No other issues were noted to the stent and delivery system. The reported event of stent partially deployed was confirmed. It is possible that the factors encountered during the procedure, the interaction with the scope, and/or the technique used by the physician during the procedure could have caused the physician to feel resistance, contributing to the reported failure of stent partially deployed. The observed damage in the shaft could have also been caused by resistance during stent deployment. Additionally, it was confirmed that the tip of the delivery system was intentionally cut outside the patient. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on april 01, 2021 that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a malignant airway stenosis in the lung during a stent placement procedure performed on march 31, 2021. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent did not deploy. The stent was partially covered by the deployment suture on the delivery system when it was removed from the patient. The procedure was cancelled due to device availability. The procedure was rescheduled and completed between april 05, 2021 and april 09, 2021. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 01, 2021 that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a malignant airway stenosis in the lung during a stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent did not deploy. The stent was partially covered by the deployment suture on the delivery system when it was removed from the patient. The procedure was cancelled due to device availability. The procedure was rescheduled and completed between (B)(6) 2021. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.